Event description:
It was reported that during revision surgery, the planned explantation of the mandibular component was not possible due to bone growth, so the surgical plan was changed to removal of heterotopic bone only and the procedure was completed successfully.